Event description:
Our rep is reporting that during an arthroscopic shoulder repair, a portion of the distal tip of a gryphon inserter broke off into the anchor body and remains therein captured in the bone. The procedure was concluded successfully using another fixation device without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and evaluated visually, both with the naked eye and under magnification. The distal tip of the device has broken off at the weld. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The damage was consistent with historical investigations in which it was determined that the root cause was likely over-insertion. If the anchor is inserted too deep excessive force is needed to remove the inserter which can lead to the weakening of the weld. The engineering team has investigated this issue and as a result has sent out a launch communication with the marketing team highlighting this issue. At this point in time, no corrective or further action is warranted. However, mitek will continue to track any related complaints within this device which this complaint is observed in the field.